Manufacturer narrative:
Date sent to the FDA: 10/07/2021. Additional information: a2, b7. Additional b5 narrative: it was reported that the patient experienced recurrent incarcerated ventral hernia following surgery.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon noted ¿the omentum was dissected and freed from the fascia and the old mesh and scar were also excised.¿ it was reported that the patient experienced severe pain and inflammation. No additional information was provided.